Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock while exercising and in a reclined position, which led to a decrease in signal amplitude (primary vector 1x). This resulted in an inappropriate shock due to myopotential noise from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device had been programmed to primary vector since implant, with no documented episodes of previous myopotential noise or oversensing. In (B)(6) 2025 the patient underwent tv ablation. The following day, the patient was seen in the emergency room, automatic setup was performed and alternative vector has been selected as the sensing vector. 2x gain has been set in order to better discriminate myopotential noise. Furthermore, provocative maneuvers were performed and myopotential noise has been correctly discriminated with those new setting. The patient will follow up in the near future. No adverse patient effects were reported. The device remains implanted.